Manufacturer narrative:
Occupation: consultant.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was leaking and it had air at the top. It was also reported that the patient's double limen line leaked. The treprostinil was moved to another lumen so there was no interruption of therapy. The patient was admitted to the hospital for a central line replacement. The leaking issue occurred during patient use, but there was no patient injury. There was a patient medication error due to the leak, but this was regarded as preventative. The patient had a backup device and was able to continue the life sustaining infusion.